Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump's history was missing bolus records. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following results: a review of the total daily doses showed that they added up correctly. The pump powered on normally during testing and was exercised for 24 hours with no alarms, warnings, or errors. A 10 unit audio and a 10 unit normal bolus were successfully performed. Both were accurately recorded in the pump history with correct time/date and in correct order. A delivery test was successfully completed and the pump was found to be delivering accurately and within the required range.